Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history report (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The keypad and label are intact. The device was in good condition. There were several logs in the history. The reported problem was duplicated. When the pump was started in user mode using the radio module alone the pump flashed a blue screen and went blank. Plugging in alternate current (ac) with the module resulted in an unusable battery alarm. The root cause of the reported issue was found to be that the user was trying to use a radio module with version 3 software. Version 4 must be used to operate with a radio module. The unit will be reflashed with version 4 software.

Event description:
It was reported that the pump had a blue screen and shuts off. No patient injury was reported.